Event description:
It was reported that the tip of the dekompressor broke off inside the pt. The surgeon reported that he is monitoring the pt and if symptoms worsen or if the tip migrates, he will surgically remove it.

Manufacturer narrative:
Actual device has not been received for eval, however, batch record and complaint records were reviewed and no discrepancies were found for this lot number. If the product is received for eval and if different results are found, a follow-up report will be sent.